Event description:
During the surgery physician used endeavor resolute rx 2.25mm x 18mm device to treat a severely tortuous vessel that showed 95% stenosis in the distal rca. The lesion was severely calcified. The device could not pass the lesion, which was pre-dilated 3 times at 16 atm. There were no difficulties encountered during pre-dilatation. Upon removal of the device the physician noted that the stent had dislodged. It is reported that the stent dislodged completely from the device in vivo at the entrance of the guiding catheter. The stent did not remain in the patient. The device was inspected prior use and prepped before use according to instructions for use, no abnormalities noted. There was no resistance encountered at the lesion. The device did not pass through a previously deployed stent. Cine images/procedure report not available. No resistance encountered upon removal of the device. The physician used another device to complete the procedure. No patient injury noted.

Manufacturer narrative:
Evaluation results: (no device return). No results available since no evaluation was performed (no device return). Patient¿s condition affected effectiveness of device (95% stenosis, severe calcification and tortuosity). Inherent risk of procedure (stent embolization). Evaluation conclusion: device failure related to patient condition (95% stenosis, severe calcification and tortuosity). Known inherent risk of a procedure (stent embolization). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Device evaluation: the delivery system was returned for evaluation. The stent had dislodged from the balloon and was not returned. Crimp impressions were evident on the balloon. Cine images review: procedural images provided for review confirm a tortuous rca vessel. The vessel is pre-dilated and a stent is deployed in the vessel. There does not appear to be any images of the failed (B)(4) device. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).